Manufacturer narrative:
Received one device. Inspection found problem with latch/lock which leads to latch/lock error and loose downstream occlusion sensor (dso). Replace and calibrated sensors. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed ¿lock/latch error¿. There was no reported patient involvement.